Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01344. It was reported that the patient experienced ineffective therapy. The leads had migrated. As such, the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was restored post operatively.